Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent flow accuracy testing by infusing 25ml at 25ml/hour and the short, simulated therapy was successfully performed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The reported condition was not verified. Full release testing will be performed to ensure intended functionality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. At the end of a pitocin infusion, the customer observed the solution bag was ¿still half full.¿ allegedly due to the under infusion, the patient hemorrhaged. Treatment details and patient outcome were not reported. No further information was available at the time of this report.